Event description:
Blood glucose measured 448 mg/dl back to back with a result of 119 mg/dl performed within 4 minutes of each other. It was reported no actions were taken and no treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.